Event description:
Per the clinic, the patient experienced tenderness, redness, fluid drainage, irritation, soft tissue swelling and infection at the implant site. Subsequently, the patient was treated with oral and topical antibiotics on (B)(6) 2025 (duration not reported), however, the issue did not resolve. Additional information has been requested but has not been made available as of the date of this report.